Event description:
It was reported that inappropriate shock therapy was delivered from the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Dislodgement was suspected on the right atrial (ra) and right ventricular (rv) leads. The patient had a surgery as a result. It's unknown if the device/leads were explanted or replaced. The patient condition was unknown.